Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was returned and analyzed and no anomalies were found. Defib conductor distorted; distal conductor had blood/body fluid (not obstructed); inner tubing kinked/buckled; outer insulation cosmetic depression; blood in/on helix/lobe mechanism (sleeve head); blood in/on helix/lobe mechanism. Tip seal observation and apparent explant damage. The device is part of the advisory for this model.

Event description:
It was reported that 30 short v-v intervals were found in the office follow-up. The lead was explanted and replaced. No patient complications have been reported as a result of this event.